Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, it was initially reported that an alarm was heard, and was confirmed by telemetry. The alarm was due to a zero ml reservoir volume being reached. Filling the pump and updating the reservoir volume were discussed. Information rec'd on (B)(6) 2011, indicated that a revision of the pump has/will occur due to the issue of the pump becoming empty. No pt signs or symptoms were reported. The pt did not return to the pain clinic for f/u. It was noted that in the hospital, the pt benefited from intrathecal therapy, however, could not be discharged from the hospital due to pain. The pt's outcome was not reported. The pt's pump administered morphine and marcaine. The dose and concentration was not specified. Additional info will be provided in a follow-up report as it becomes available.